Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the lot number of the device available? No. What were the indications for surgery? Ileostomy closure. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Surgeon, experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, perfect donuts. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what was the result? Yes, no leak. Were there any issues noted with staple formation at any point throughout the care of the patient? No. How was the leak identified? Not sure, but was next day. Was any other treatment required besides the drains? Diverting ileostomy. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? If so, why? Yes, because two pin hole leaks at staple line. What is the current status of the patient? Okay, still has drains in. Additional information requested but no response provided: was the green checkmark visible at the end of the firing? Was there any difficulty removing the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. How was the site of the leak addressed directly in addition to performing an ileostomy? If so, how? Will the ileostomy be reversed?

Event description:
It was reported that the surgeon used cdh29p for an ileoproctostomy during an ileostomy takedown. After firing, two complete donuts were identified. No leak upon performing leak test. Patient presented with a post-op leak in two areas of anastomosis. Surgeon performed diverting iieostomy and placed drains post-op.